Manufacturer narrative:
Concomitant products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The patient's pertinent medical history was not provided. It was reported the patient's pump was explanted due to an infection. The patient noted he had a "+2 staph infection that happened because of a car accident on (B)(6) 2015." The patient noted it was like the pump "popped loose" after the accident. The infection set in around the area of the pump. The patient saw the healthcare provider (hcp) within a week of the accident but the hcp said there was nothing wrong with the pump. The patient was admitted twice due to complications from the infection after the accident. The patient was a transplant recipient and his transplant team said the pump "had to go" because he couldn't have infections. The change in therapy/symptoms was noted as sudden. A total system explant occurred as a result. The infection was resolved. Follow-up was being conducted to obtain the indication for use. If additional information is received, a follow-up report will be sent.